Manufacturer narrative:
Product analysis: the product was discard and not returned; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 34 millimeter (mm) transcatheter bioprosthetic valve into a previously implanted non-medtronic surgical valve, the valve was implanted at a depth of 10 mm. The implanting physician stated that the valve was deep but only reported mild paravalvular leak (pvl). Post-operatively, the patient "felt like something was not right¿. A follow-up transesophageal echocardiogram (tee) revealed mild-moderate pvl. A second tee was performed which revealed severe pvl. The dates of the tees were unknown. Fifty-seven days following implant, the 34mm transcatheter valve and previous non-medtronic surgical valve were explanted and replaced with another surgical valve. At explant, it was reported that the valve was deeper than 10 mm because the pvl was ¿coming over the top¿ of the 34 mm transcatheter valve skirt. It was reported that the transcatheter valve implanted initially should have been a 29 mm valve and the incorrect sizing was the likely contributor to the valve diving deep. No additional adverse patient effects were reported.